Manufacturer narrative:
Conclusion: since neither the instrument nor the lot number were available for investigation we cannot draw any conclusion as to the exact cause for this incident. We are of the opinion that our trend analysis records reflects no general problem with this pattern, and that therefore, no corrective action or preventive action is necessary at our end.